Manufacturer narrative:
This lv lead will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that there was much difficulty experienced while implanting this left ventricular (lv) lead due to a torturous patient anatomy. During the implant procedure, the physician caused a dissection, so the procedure was stopped. The associated device was implanted, and the lv channel was plugged. There were no adverse patient effects, and there were no allegations against this lv lead.